Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the er420 instrument trigger is pulled, a second clip feeds over the 1st clip.